Manufacturer narrative:
(B)(4).

Event description:
It was reported marker band damage occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system was used. The closure device was deployed, but was fully recaptured. During the full recapture, the marker band became damaged. The physician completed the procedure with another watchman ® laa closure device & delivery system. There were no patient complications and the patient¿s condition was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). The returned device was bloody. The implant was received inside the sheath, and was deployed during lab analysis. The hub, shaft, tip, core wire, and implant were microscopically, tactile and visually inspected. Inspection revealed, anchor damage, tip damage (tricuts flared/abrasions/markerband dented), and sheath damage (abrasions). The implant was consistent with reported information. The damage to the tip (including the markerband) is consistent with a full recapture. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported marker band damage occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system was used. The closure device was deployed, but was fully recaptured. During the full recapture, the marker band became damaged. The physician completed the procedure with another watchman ® laa closure device & delivery system. There were no patient complications and the patient¿s condition was stable.